Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: unresponsive keypad buttons, contamination of the button contacts and a dim, faded, discolored display.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was peeling off of the pump. On testing, the up arrow and down arrow buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. The display was noted to be dim, faded and discolored.